Event description:
It was reported to philips that the heartstart xl+ device exhibited power problems and a replacement part is needed. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint about the heartstart xl+ defibrillator indicating the need for corrective maintenance due to a power equipment malfunction, requiring the replacement of the processor pca (printed circuit assembly). Available details indicated that during onsite troubleshooting, the fse discovered that the processor pca was not functioning properly and recommended it be replaced. However, the equipment has reached its end of life (eol), and the customer was informed that no replacement parts were available. The end of support date for the device is (B)(6) 2022. The customer was aware of the end of life terms, and the device remains at the customer site. No further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a faulty processor pca, but the root cause could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was informed that the device is end of life and replacement parts are no longer available. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is based on information provided by philips remote support engineer (rse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint about the heartstart xl+ indicating a power equipment malfunction error. The device was not in clinical use at the time the issue was discovered. The complaint investigation revealed that after unsuccessful tests, it was recommended to replace the processor pca. However, since the equipment has reached its end of life (eol), there are no replacement parts available, and philips will not be conducting any further repairs. Since the equipment has reached its end of life (eol), the cause of the reported issue could not be established. As a result, the reported problem was not confirmed. The customer was informed about the end of life terms, and the device still resides at the customer's site. It has been determined that no further action is necessary at this point. If additional information is received, the complaint file will be reopened. H3 other text : device is end of life / end of support.